Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem, ventilator restarted due to anomalies detected during operation. The customer replaced the cpu pcba to resolve the reported issue.

Event description:
It was reported to philips that the device had re-started during operation. The device was reported as being in use at the time of the event on a patient. There was no adverse patient impact reported.